Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced swelling around their neck incision site. On (B)(6) 2025, the patient presented to the ER and a procedure was done to evacuate the hematoma. Per the opinion of the physician, the root cause of the hematoma was unknown. The procedure was successful and the patient was stable. The patient's airway was monitored in the ICU since the swelling was in their neck and on (B)(6) 2025, the patient was discharged.

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11 cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced swelling around their neck incision site. On (B)(6) 2025, the patient presented to the ER and a procedure was done to evacuate the hematoma. Per the opinion of the physician, the root cause of the hematoma was unknown. The procedure was successful and the patient was stable. The patient's airway was monitored in the ICU since the swelling was in their neck and on (B)(6) 2025, the patient was discharged. On (B)(6) 2025, the patient was seen for a follow up and the incision was completely healed. On (B)(6) 2025, the patient presented to their follow up appointment and reported that their incision site was open, and they were draining more serous fluid. They presented with some redness without a fever or any odor from the wound. On (B)(6) 2025, the patient was seen and evaluated by the physician, and they were started on a second round of oral antibiotics. It was noted that the patient had a history of delayed wound healing and this had happened to them in the past with injuries and other procedures. The patient was seen for a follow up on (B)(6) 2026, and it was noted that the wound was not completely healed. They presented with a small opening with no redness or drainage and no fevers, chills or pain. The patient was started on a high dose of steroids to aid in wound healing. Due to the patient's complicated history, the physician continued the patient on antibiotics. The patient was scheduled for a follow up in 3 weeks.

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h6, h11 cvrx ID# (B)(4).

Event description:
Barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced swelling around their neck incision site. On (B)(6) 2025, the patient presented to the ER and a procedure was done to evacuate the hematoma. Per the opinion of the physician, the root cause of the hematoma was unknown. The procedure was successful and the patient was stable. The patient's airway was monitored in the ICU since the swelling was in their neck and on (B)(6) 2025, the patient was discharged. On (B)(6) 2025, the patient was seen for a follow up and the incision was completely healed. On (B)(6) 2025, the patient presented to their follow up appointment and reported that their incision site was open, and they were draining more serous fluid. They presented with some redness without a fever or any odor from the wound. On (B)(6) 2025, the patient was seen and evaluated by the physician, and they were started on a second round of oral antibiotics. It was noted that the patient had a history with delayed would healing and this had happened to them in the past with injuries and other procedures. The patient was seen for a follow up on (B)(6) 2026, and it was noted that the wound was not completely healed. They presented with a small opening with no redness or drainage and no fevers, chills or pain. The patient was started on a high dose of steroids to aid in wound healing. Due to the patients complicated history, the physician continued the patient on antibiotics. As of (B)(6) 2026, the wound was healed and the patient was no longer on oral steroids or antibiotics. Around (B)(6) 2026, the patients wound reopened. And the patient was seen by the physician, and it was confirmed. A decision was made to explant the device due to the patient's wound healing complications and impaired immune system. On (B)(6) 2026, the patient's therapy was disabled and the device was explanted. The physician removed as much of the lead as possible and capped the remaining. A wound vac was placed and the patient was discharged the same day.

Manufacturer narrative:
Updated fileds: b4, g3, g6, h2, h6, h11. Upon further review, the c and d codes were updated to more specifically identify the outcome of the investigation. Cvrx ID# (B)(4).

Manufacturer narrative:
Updated fields: a4, a6, b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced swelling around their neck incision site. On (B)(6) 2025, the patient presented to the ER and a procedure was done to evacuate the hematoma. Per the opinion of the physician, the root cause of the hematoma was unknown. The procedure was successful and the patient was stable. The patient's airway was monitored in the ICU since the swelling was in their neck and on (B)(6) 2025, the patient was discharged. On (B)(6) 2025, the patient was seen for a follow up and the incision was completely healed. On (B)(6) 2025, the patient presented to their follow up appointment and reported that their incision site was open, and they were draining more serous fluid. They presented with some redness without a fever or any odor from the wound. On (B)(6) 2025, the patient was seen and evaluated by the physician, and they were started on a second round of oral antibiotics. As of (B)(6) 2025, it was reported that the wound looked improved. It was noted that the patient had a history of delayed wound healing and this had happened to them in the past with injuries and other procedures.